Manufacturer narrative:
Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during the first metatarsophalangeal joint (mtp) fusion case one of the locking holes stripped and would not hold a locking screw, while putting the first screw in the plate. It was confirmed that screw is not the issue as it could locked into another hole. A backup plate was then used for the case. Procedure was completed successfully with five (5) minutes of surgical delay and no patient consequences. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity: 1). Unknown screwdriver (part# unknown, lot# unknown, quantity: 1). This report is for one (1) 2.4/2.7mm va-lcp first mtp fusion pl/sm/5 deg/left. This is report 1 of 1 for complaint (B)(4).